Manufacturer narrative:
The implants reported by the unidentified patient were reported as being manufactured by biohorizons. However, neither implants used by the initial clinician are being/have been returned for investigation. Medwatch report mw5062948 does not provide sufficient information to determine the actual manufacturer's identity or other details about the devices reported. Product not returned to manufacturer.

Event description:
The unidentified patient's initial clinician performed an implant surgical procedure ((B)(6) 2016) on two (2) molars. Within one (1) month ((B)(6) 2016) of the surgical procedure, both implants failed to osseointegrate, reported by the patient to FDA via medwatch report mw5062948.